Event description:
It was reported that, "pt had mentioned a couple of falls in the past few months. At home bent over heard noise. Noticed it was not right, went to the ER. X-rayed and called, surgeon confirmed fracture of the head. Scheduled for revision on (B) (6) 2010. Cup liner removed, alumina head pieces removed-irrigated vigorously replaced liner with x3 36mm "d" liner and +10 36mm cocr head. Pt taken from o.r. In good condition."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.